Event description:
Report #2 of 2 of cassette alarms resulting in delay in therapy. The customer reported that the pt had normal saline infusing on channel a of a three channel pump. The pt was to receive nipride for blood pressure management. When the nipride was initiated on one of the other 2 channels, the pump reportedly alarmed cassette. The third channel was tried along with a different tubing set and again the pump alarmed cassette. During this time, the nipride was infusing via gravity. The nurse then unspiked the normal saline and hung the nipride using the existing tubing on channel a which was rporgrammed to infuse the nipride. The pt did not experience any adverse effects. Though requested, there was no further info available.